Manufacturer narrative:
(B)(4)

Event description:
Treatment of a large unruptured flower aneurysm measuring 12mm located in the ophthalmic segment of the right ica. On (B)(6) 2014, the patient underwent pipeline (5mm x 20mm) embolization treatment. During the procedure, it was reported the marksman microcatheter was advanced 10mm past the distal edge of the aneurysm neck and the pipeline was advanced out the microcatheter with 50% of the pipeline unsheathed, but it could not be released from the capture coil (with two rotations of the delivery wire). The pipeline and marksman microcatheter were removed from the patient. The procedure was completed with the deployment of a new pipeline without issues. No patient injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire and the microcatheter as they were discarded. The evaluation could not determine the cause of the event as the pipeline was returned without the capture coil; however, the braid was found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).